Manufacturer narrative:
Insulin pump received with a blank display due to severely broken battery tube threads. Unable to confirm unexpected battery power loss due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had did not receive a low battery alert prior to the replace battery. Customer's blood glucose value was 200 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.